Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the therapy has not worked for the patient since implant. The pain has continued to get worse and worse. The patient requested that the ins be removed and is working with their healthcare provider (hcp) and awaiting approval from insurance. No further complications are anticipated.